Event description:
The customer reported that they were unable to acquire a 12-lead ECG.

Manufacturer narrative:
The customer reported that they were unable to acquire a 12-lead ECG. The device was evaluated at philips, and the reported symptom was reproduced. A trunk cable failure was identified. Replacement of the trunk cable resolved the symptom.